Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The results of inspection confirmed that the coating at the insertion point of the unit was peeled off, and that the insertion tube was scratched. Based upon this information, it was presumed that the cause of the suggested phenomenon was physical stress, chemical stress, storage environment, etc. The user is able to detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The user is able to reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU" "warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." The IFU further states: "warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." The IFU states the following on the subject of storage: "warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The subject device displayed a black image due to a damaged charged coupled device (ccd). The cover lens on the ccd unit was scratched, there was a burn mark on the distal end cap of the control body cover, there was a cementing defect on the bending section rubber glue and the connecting tube was deformed and scratched. The surface layer of the insertion section was peeling. The grip unit was scratched, there was damage to the lever on the control body angle knobs and the universal cord was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image was not stable and the connector was defective on the evis exera bronchovideoscope. The inspection of the returned device found that the surface layer of the insertion section was peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.